Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and loose magnets on cable chain track causing noises. Removed. System lost track of gantry rotate position. Reloaded firmware on the motion control if and motion controllers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. B17,c20,d15,g02004 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, product ID: bi71000166. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported regarding gantry door unable to open, that the site was having trouble opening the door. Also reported that the door would open slightly, then stop when door open button was pressed. Site eventually got door open. No additional information was provided.